Manufacturer narrative:
Additional information: the system controller and backup battery were not returned for evaluation as the backup battery was reportedly discarded. The serial number of the backup battery in use at the time of the event was not provided; however, documentation revealed that the backup battery shipped with the system controller in use at the time of the event was manufactured in october 2013. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur when the backup battery reaches its expiration date. Per design, the system controller log file displayed a backup battery fault alarm. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years (calculated from date of manufacture of the backup battery). The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while at home, the patient switched from the primary system controller to the backup system controller due to an audible yellow wrench / driveline fault alarm. Following the exchange, the patient called the vad team due to an observed backup battery fault alarm that was reportedly initiated after the system controller was exchanged to the backup. The patient was advised to come into the hospital. The patient went to the hospital and was admitted for monitoring. It was noted that the patient was asymptomatic. Following admission, an unknown health care professional, who was unaware of the situation, switched the patient back to the primary system controller after observing the backup battery fault. The patient's primary and backup system controllers were both exchanged for new system controllers with updated software versions. No further alarms were reported. Data log files were submitted to technical services for review. Analysis of the data from the primary system controller, indicated a driveline fault alarm which appeared to be the characteristic of an early driveline fault due to the sensitivity of the driveline fault detection circuitry. Analysis of the data log file from the backup system controller indicated that the battery fault alarm occurred due to the backup battery passing the expiration date. The battery fault alarm was due to backup battery load test failure. It was noted that the emergency backup battery which expired was disposed of by the customer.